Event description:
The hospital reported they discontinued a procedure due to a loss of image. The hospital also reported clear liquid is leaking from the end of the scope. There was no allegation of harm.